Event description:
It was reported that, "pt was brought to the operating room to have distal femur plate removed. The 4.5 cortex screw x 3 in the shaft of the plate were all broken. The screws were removed from the plate. Plate was removed, the broken shaft portion of the screws were left in. A new 10 hole axsos distal femoral plate was put in the pt. Screws were placed in through the plate, and case concluded."

Manufacturer narrative:
Device will not be returned for eval. If the device or add'l info becomes available it will be reported on a supplemental report.